Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint is reported as: the customer alleges that when the pt blows into the peak flow meter the blue indicator moves very easily. The pt barely breathes in to the meter and the blue indicator moves to the high end of the scale with very little pressure. The device was changed out for another one. No pt harm reported.